Event description:
The patient contacted animas on (B)(6) 2012 reporting elevated blood glucose to 19 mmol/l with positive ketones. The patient reported that with correction boluses, it sometimes took multiple boluses for blood glucose to respond. The pump was reviewed with the patient and the all settings were correct; the pump histories and total daily dose were confirmed to be correct. The patient indicated that she was adjusting settings on her own. Customer support advised the patient to review the settings with a health care provider. With further review, the patient also stated that air bubbles were noted in the tubing. Troubleshooting indicated that the patient was using refrigerated insulin and was not allowing the cartridge to debubble prior to placing it in the pump. This report is made based on the allegation that the patient experienced hyperglycemia associated with using refrigerated insulin and possible need for settings adjustments.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: an ez prime operation was performed with no difficulties noted. The units remaining were correctly calculated and recorded in the pump histories. The pump's history and black box data was overwritten due to continued patient use. Investigators were unable to adequately investigate the original blood glucose complaint. A review of the total daily basal delivery shows pump was delivering accurately up until the last date used by the patient. The pump was exercised for 29 hours and given a flow accuracy test and the pump was found to be delivering normally. There was no delivery defects found with the pump, there was no defect found. Unrelated to the complaint, the keypad symbols were worn and there was scratches on the case, which has no effect on insulin delivery.